Manufacturer narrative:
By checking the DHR of the lots #1110897 and #1109921, no pre-existing anomalies were detected on all the components manufactured with these lot #s. This is the first and only complaint received on these lot numbers. We will submit a final MDR once the investigation will be completed.

Event description:
Hip revision surgery due to pain performed on (B)(6) 2020. Necrosis was found around the femoral stem. The following components were explanted: fem. Modular head - m ø28mm (product code 5010.05.282, lot #1110897) - product not marketed in the us. Mobile liner øint 28 mm ø42 mm (product code 5566.50.420, lot #1109921). H-max m hip - stem #9 (product code 4205.20.090, lot #1108103) - product not marketed in the us. Modular neck lat-s (s4) - taper 12/14 (product code 4225.09.110) - product not marketed in the us. According to the information received, there was a mobility problem due to wear and tear of the mobile liner, which got stuck onto the head. H-max m stem and double mobility cup were implanted. Previous surgery took place on (B)(6) 2012. Event happened in (B)(6). Initially only product code and lot # of the fem. Modular head were available (the product is not marketed in the us). The information on code and lot# of the mobile liner were provided with delay by the complaint source, therefore the incident is reported today.